Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneous low tbil results generated by unicel dxc 800 pro chemistry analyzer. One of the erroneous results was not reported out of the laboratory. The customer provided only one example. The was repeated and higher result was obtained. Customer indicated that no affect to patient treatment had occurred.

Manufacturer narrative:
Sample information was not provided. Per customer, qc results were within range, however qc results from proservice show some imprecision at the low end. Calibration results were acceptable. A ci field service engineer (fse), inspected the sample probe and cleaned it with bleach then rinsed with di water. Fse also bleached the wash collar. Service performed alignments and ran calibration and qc to verify tbil was in specification.